Manufacturer narrative:
The complaint device has not been returned to depuy synthes mitek for evaluation. This tip break failure on cp90 electrodes was investigated under a supplier CAPA. Root cause: the current design heavily relies on the epotek within the distal assembly to withstand mechanical stresses during aggressive tissue test and to protect the stainless steel from chemical erosion. During use of an electrode the weld joint between active tip and active suction tube weakens due to mechanical fatigue, chemical erosion and a combination of both (stress corrosion pitting). The weld bridge receives mechanical stresses above yield. Corrective actions involving design changes are being investigated currently. However, without physically examining the device, this root cause cannot be confirmed on this device. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. A review into the complaints system revealed one dissimilar complaint and one similar complaint for this lot of devices that were released to distribution. The observed complaint rate is well below the expected rate per the risk assessment. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Defective distal end. The electrode was broken during the first few seconds of use. The surgeon concerned is an expert and power was very reasonable 260 watts up to 380 watts no consequences to the patient - another like device was used pictures available. The following information was received from our affiliate on 7-17-14; the electrode stopped working and the tip broke off inside of the patient. All of the pieces were removed from the patient, and the procedure was not extended more than 30 minutes.

Event description:
Defective distal end. The electrode was broken during the first few seconds of use. The surgeon concerned is an expert and power was very reasonable 260 watts up to 380 watts no consequences to the patient - another like device was used pictures available. The following information was received from our affiliate on (B)(4) 2014; the electrode stopped working and the tip broke off inside of the patient. All of the pieces were removed from the patient, and the procedure was not extended more than 30 minutes.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.